Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR-2247858-2021-00013. Device 2 is being reported under MDR-2247858-2021-00014. Device 3 is being reported under MDR-2247858-2021-00015.

Event description:
Endoleak type 1a. Unanticipated event. Not determined if it is device related. Patient outcome: "patient recovered."

Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR-2247858-2021-00013. Device 2 is being reported under MDR-2247858-2021-00014. Device 3 is being reported under MDR-2247858-2021-00015.

Event description:
Endoleak type 1a. Unanticipated event. Not determined if it is device related. Patient outcome: "patient recovered."